Event description:
It was reported that during an arthroscopy, when using the healicoil ktnotless anchor in the tibia to fix the meniscal root, the initiator was introduced, then the anchor was impacted at the tip and the steps for the introduction of the screw were performed, but the screw did not go down and start breaking, which caused releasing the sutures. The procedure was completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported events could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with these events is returned at a future date, this investigation will be reopened for evaluation.